Manufacturer narrative:
No significant anomalies were found. The catheter was returned in segments and found to be acceptable during testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 745 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient was in surgery for expected end of life (eol) pump replacement. Upon disconnecting the catheter from the pump, there was no retrograde flow cerebrospinal fluid (csf). Upon cutting the catheter at the spinal site below the anchor, there was no retrograde flow of csf. A decision was made by the neurosurgeon to replace with an entirely new catheter. The pump and catheter were replaced on (B)(6) 2017. The patient never exhibited any signs or symptoms of baclofen withdrawal nor overdose. The patient had been on a stable infusion rate of 745 mcg/day for two years. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed as the patient did not present with any signs or symptoms that the therapy wasn't working. The patien's infusion rate was decreased from 745 mcg/day prior to the catheter and pump replacement down to 375 mcg/day after the catheter and pump replacement. The issue was resolved at the time of the report and the patient status was alive with no injury. The patien's weight was 31 kg. The patien's medical history included a brain injury, seizures, cortical blindness, colitis, shunt for hydrocephalus, and a g-tube. Other medications the patient was taking at the time of the event included neurontin, sertraline, oxcarbazepine, phenobarbitol, senna, nexium, miralax, and midazolam. There were no further complications reported or anticipated.